Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the unit has communication error e224 due to faulty cable/connector. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the autoclavable camera head to the service center for a separate issue. During the device analysis, the service center identified that the device exhibited a communication error (e224), which was determined to be caused by a faulty cable/connector. There was no patient involvement.